Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and was noted to be adhered to the heart muscle. Additional information indicated that the lv lead was chronically non-capturing. The lv lead was surgically abandoned and a new lead was placed into the same artery. No additional adverse patient effects were reported.